Event description:
It was reported that post a percutaneous coronary intervention, the patient experienced chest pain. In (B)(6) 2012, the target lesion being treated was located in the mid circumflex (cx). Details of the lesion are unknown. During the procedure, 10mm of a pt graphix guidewire broke within the patient. The procedure was completed without knowledge of the broken guidewire and the patient was discharged. The patient later presented to another facility for chest pain. The broken wire was noted in the occluded mid cx by the physician at that time. An intervention was performed and the device was successfully removed. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).